Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-6480 pump screen was not working. The sales rep rebooted the pump several times and exchanged pump tubing for a new set and the same issue occurred. This was discovered during a shoulder procedure with no patient harm reported. The case was completed by using new ar-6480.